Manufacturer narrative:
Result: siderail cable.

Event description:
It was reported by service report that the siderail functions were not working properly and the bed lift was stuck high height. No pt involvement or adverse consequences are reported.